Event description:
(B)(4). The product failed. At the base of the cannula within the tubing a bubble formed, making it impossible for the oil to flow. Thereby the pressure in the patient's eye went to zero. This is one of two issues that occurred. On the second case on the same day, the base of the cannula had issues where the oil was leaking from the base of the tube and metal. Per contact, this is the first time the leak occurred, but the bubble issue has happened a total of 3 times. Each time with the same surgeon; dr (B)(6). Per contact, surgeon stated that the product appears different than in the past. From the tubing color and flexibility of the tubing.

Manufacturer narrative:
A recall was initiated on (B)(4) 2010 to recall product from the field. A report was forwarded to the FDA on (B)(4) 2010. All recalled product will be scrapped. Investigation found the plasticizers in the teknor apex pvc tubing migrate over time into the k-resin over mold on the injector. The plasticizers cause the k-resin to degrade and distort. The distortion blocks the fluid path through the lumen. Returned complaint samples were confirmed to be blocked due to the degradation of the k-resin over mold. The previous pvc tubing, colorite 7077 did not degrade the k-resin over mold. Further investigation found that the pvc tubing type was changed to teknor apex pvc on (B)(6) 2010 due to supplier availability of the colorite 7077 pvc tubing. Our review and testing of the teknor apex pvc prior to release appeared that this pvc type was equivalent to colorite 7077. We received information that the new qualified supplier will be able to obtain the former colorite 7077 compound and we will return to this as replacement pvc tubing. Five unsuccessful attempts since (B)(6) were made to contact the customer. We will continue our efforts to obtain more information from the customer and provide a follow up report.